Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(6) 2012, when the manufacturing records were reviewed and it was confirmed that all items were signed off indicating the device passed all inspections prior to shipment. The device passed all functional and electrical testing prior to shipment.

Event description:
During review of the vns patient's programming history on december 21, 2011 it was discovered that on (B)(6) 2010 a system diagnostics test showed low output current with ok impedance. The patient was programmed to an output current of 3.5ma and with the given impedance at the time, 3081ohms, the device should have been able to deliver the settings; however, the diagnostic test indicated that only 3.0ma was delivered. The patient's settings at the time were output=3.5ma/frequency=30hz/pulse width=130usec/on time=30sec/off time=0.8min/magnet output=3.5ma/magnet pulse width=130usec/magnet on time=7sec. The patient was seen again on (B)(6) 2010 and another system diagnostics test performed with the same output of 3.5ma but an increased duty cycle of 30sec on/0.5min off revealed that only 3.25ma was able to be delivered with an impedance value of 2889ohms. The physician decreased the output current to 3ma while increasing the pulse width to 250usec and a systems diagnostic test performed after confirmed that the device was able to deliver the 3ma. On (B)(6) 2010 the physician attempted to increase the output current to 3.25ma but a system diagnostics test revealed that the device could only deliver 3.0ma with an impedance value of 2859ohms. The patient's output was re-programmed back to 3.0ma where diagnostics indicated that the device was delivering the programmed settings.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device passed all inspections prior to shipment.